Event description:
Reporter alleged blood glucose measured 242 mg/dl and customer had no symptoms at the time of testing. Customer stated upon retesting obtained result of 85 & 95 mg/dl back to back within 7 minutes of the original result. Customer indicated self treating with food as a result of the comparison. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.